Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge had been fully loaded. Subsequently, two cartridge alarms (alarm 05 and alarm 09) occurred. Reportedly, the customer had load the cartridge correctly and did not overfill the cartridge. In addition, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose value was described as ¿high¿. A correction bolus was delivered to address bg.